Event description:
[Redacted name] received a box of hgba1c tests with no lot numbers or expiration dates. The lot numbers are usually found on the outside box and the individual pouches. There are no lot numbers on the cartridges inside the pouches. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond. Manufacturer response for hemoglobin a1c tests, (brand not provided) (per site reporter) via our distributor mckesson. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond.

Event description:
[Redacted name] received a box of hgba1c tests with no lot numbers or expiration dates. The lot numbers are usually found on the outside box and the individual pouches. There are no lot numbers on the cartridges inside the pouches. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond. Manufacturer response for hemoglobin a1c tests, (brand not provided) (per site reporter) via our distributor mckesson. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond.

Event description:
[Redacted name] received a box of hgba1c tests with no lot numbers or expiration dates. The lot numbers are usually found on the outside box and the individual pouches. There are no lot numbers on the cartridges inside the pouches. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond. Manufacturer response for hemoglobin a1c tests, (brand not provided) (per site reporter) via our distributor mckesson. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond.

Event description:
[Redacted name] received a box of hgba1c tests with no lot numbers or expiration dates. The lot numbers are usually found on the outside box and the individual pouches. There are no lot numbers on the cartridges inside the pouches. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond. Manufacturer response for hemoglobin a1c tests, (brand not provided) (per site reporter) via our distributor mckesson. [Redacted date] site confirmed this comes through mckesson and has been escalated to mckesson and abbott. As of today, a replacement box is being sent out. When asked if [redacted name] should be looking at other sites that purchase this product and if this is a known issue, abbott did not respond.